Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed or the excessive no delivery alarm verified due to motor error alarm. The device also had a cracked display window corner. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then motor error during bolus. Blood glucose value was 145 mg/dl. The customer changed the infusion set but received multiple motor error alarms that day. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind during the call without an alarm. The device was replaced due to several motor error alarms and was returned for analysis.